Event description:
Customer reportedly received results of 174 mg/dl and 79 mg/dl within minutes on the same device. No action was taken based on device results. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.